Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing and was noted with unnecessary atrial pacing with ventricular safety pacing (vsp). The lead remains in use. No patient complications have been reported as a result of this event.